Event description:
Following an atrial fibrillation procedure, a second-degree burn was noted on the patients back after leaving the procedure room. The patient was directed to take medicine continuously for one month to treat the burn.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.